Manufacturer narrative:
PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to use, foreign matter was observed inside of the unopened micropuncture transitionless access set packaging. The device did not come into contact with a patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a brown mark, which appeared to be part of the white tyvek, which was present at the center of the opening end of the matter package outside the proximal seal. The mark was 7 mm in length x 1 mm in width. Additionally, a document based investigation evaluation was performed. A review of the device history record showed one nonconforming event which could contribute to this failure mode; however, the device was reworked according to established procedure. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause cannot be confirmed. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.